Event description:
It was reported there was a posterior capsule rupture after the lens was inserted into the patient's eye. There was an incision enlargement, and vitrectomy and sutures performed as well. The lens was removed and replaced. There was delay in treatment. There were no other interventions performed. No further information was provided.

Manufacturer narrative:
Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: march 06 , 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was visually inspected under magnification revealing that the lens was cut into three pieces and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could contribute to the complaint issue were observed, the complaint simplicity was also visually inspected under magnification, and no issues that could contribute to the complaint issues were identified. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.